Event description:
A pt was injected with radiesse in the apples of the cheeks, at another facility (pt indicated she does not wish to return to or provide their name) on (B)(6) 2010. The pt was injected intra orally with radiesse, using a lidocaine (B)(6) prior to anesthetic. The pt went to dr (B)(6) for treatment. (B)(6), medical assistant, reported the following: the pt developed numbness for her eyes, down to her lip; after one week, the numbness in her cheeks had resolved, but she still had a lot of numbness in the upper lip and nose. The pt had pustules in her nose, but that has resolved. She also has inflammation of the nose and mouth and redness in her right cheek; both of these symptoms have persisted at 1 1/2 weeks post injection. The pt has been prescribed amoxicillin, triple antibiotic ointment inside the nostrils and medicated mouth wash.

Manufacturer narrative:
Medical affairs consult, (B)(6), pa spoke with (B)(6) to discuss this event. The pt presented to dr (B)(6) at 11 days post injection. During the procedure, the pt described that she became numb from her upper lip to her lower eye lid; which persisted for one week. The pt continues to have numbness in the infraorbital nerve distribution (from the right upper lip to right nasal ala); they discussed that the infraorbital nerve has been irritated and perhaps there was an intravascular event that occurred as well. As the pt's swelling continues to resolve, she may get gradual relief of the paresthesia. Secondly, with the pustule formation, (B)(6) suggested (B)(6) and dr (B)(6) consider an anti-viral in their overall plan of care. If drainage is present, obtaining a culture would provide a definitive diagnosis. They also discussed the use of a warm compress to the cheek in an effort to vasodilate the areas. During a follow-up on (B)(6) 2010, the pt was reported as doing better; no additional follow-up was provided. Since the pt was initially injected at a different facility, which was not provided to (B)(6), the radiesse lot number cannot be recorded in this case file.